Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury and death. No medical records, autopsy report, or death certificate have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2018. As reported, the plaintiff is making a claim for an adverse patient outcome against the ventralex st. It is alleged that the patient sustained unspecified injuries on (B)(6) 2021. Attorney alleges that on (B)(6) 2021, the patient passed away due to "defendants¿ negligence, defective product, defective design, failure to warn, and/or other wrongful act(s)". Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff". It is also alleged that the plaintiff experienced emotional distress and the device was defective.